Manufacturer narrative:
(B)(4). Occupation: reporter is a j&j sales representative. Investigation summary: investigation flow: damage/ visual. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# ft00443, qty# 1) was received at us cq. Upon visual inspection at cq. It is observed that the protection sleeve component was missing from the assembly. It is also observed that the needle component of the device was bent. Rest of the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. The device failure/ defect was confirmed. Documentation/ specification review: no design issues or discrepancies were found during this investigation. The complaint was confirmed. Investigation conclusion: the complaint is being confirmed for depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# ft00443) as it is observed that the needle component was bent. No definitive root cause could be determined based on the provided information. Protection sleeve might have got misplaced during sterilization. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 319.006, synthes lot # ft00443, supplier lot # (B)(4), release to warehouse date: may 15, 2017, supplier: (B)(6), no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set at fsl ups (B)(4) site, it was observed that the depth gauge, lot number ft00443 was missing a piece. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is for (1) depth gauge for 2.0mm and 2.4mm screws. This report is 1 of 1 for (B)(4).